Manufacturer narrative:
Concomitant medical products: 457453 lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within two days post-implant, there were high thresholds, undersensing, and low sensing with amplitude of 2.8 mv. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.